Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:"this one found during muf (modified ultra filtration) in a case where no cardioplegia was given pediatric pack #66604, lot 92186887 found to have cardioplegia line connector (3/16 x 1/8) towards aortic root cannula reversed from routine configuration. This issue has already been reported in the past as we found few packs at that time as well." (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary gmbh requested the product for manufacturer investigation. During the visual examination of the claimed connector, it was found that the tube was mounted on the wrong side. The failure was confirmed by laboratory. A DHR review of the claimed lot 92186887 was performed. There were no references found, which are indicating a nonconformance of the product in question. Moreover no scrap record was found for the related material 70104. (B)(4) #(3/16 x1/8) needle luer. A sap trend search was performed (search for material 70105.2750) and the search returned the 4 further complaints, but they were not related in any way to this complaint. Also, an open search of the trackwise complaints database using the material number 70105.2750 was carried out and the searched returned no complaints. Based on the trending for material number, a systemic issue is not indicated. According to the complaint picture the tube and connector was mounted wrongly in reference to bop of mounting connector and assembly of other parts. Based on the investigation results, the root cause could be determined as a mounting failure. As a corrective action, we conducted a training and instructed the operators to be more attentive about the assembly process of the claimed connector and the tube. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).